Event description:
It was reported that when the package was opened, it was found that there were holes in the sterilization pouch. It is unknown whether there was a back up available or delay in the case and if the event happened during surgery. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Additional information added in h7 and h9. H10 updated: one 72202901 4.5 footprint ultra pk suture anchor assembly used in treatment, has been returned for evaluation. The information provided states: ¿when the package was opened, it was found that there were holes in the sterilization pouch¿. Visual assessment confirms complaint. The tyvek pouch was punctured. The instruction for use (IFU 10600584) was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. The complaint was confirmed and the root cause was associated with the product design. A corrective action was initiated to mitigate recurrence of the reported event and a field action was initiated to recall the product.

Manufacturer narrative:
H3, h6: one 72202901 4.5 footprint ultra pk suture anchor assembly used in treatment, has been returned for evaluation. The information provided states: ¿when the package was opened, it was found that there were holes in the sterilization pouch¿. Visual assessment confirms complaint. The tyvek pouch was punctured . An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied or improper use of device. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.